Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast pain." Patient also reported "continuing health issues such as asthma...joint pain, unexplained fatigue, and multiple other issues," these events are not device related. Device has been explanted. This record is for the left side.